Event description:
It was reported that an incident occurred with a liver transplant pt where the pt developed rectal bleeding while using the actiflo indwelling bowel catheter system. No further info was able to be obtained.

Manufacturer narrative:
No additional info was provided. As reported by the user facility, the pt was noted to be a lung transplant pt. No other info was able to be obtained. The incident occurred approx 6 months prior to reporting the incident to hollister.